Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported the patient felt pocket stimulation. It was noted that the implantable pulse generator (ipg) experienced two power on resets due to atrial rate limit. It was also noted that there was significant right atrial (ra) lead oversensing. The ipg and ra lead have been reprogrammed and remain in use. No further patient complications have been reported as a result of this event.